Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer contacted technical support (ts) stating that unit had a carbon dioxide fault. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:10jan2021. B4:11jan2021. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12aug2020. B4: 11sep2020. Customer states that when unit was turned on, the turbine did not start. Customer stated that patient was repeatedly inhaling carbon dioxide, but unit was not in use with patient. The issue was discovered during set up for use on the patient. Customer stated that patient had no adverse effects and the patient was changed to another unit with no delays in treatment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2021. B4: 11jan2021. H11:h6: results and conclusion code: multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.